Event description:
It was reported that the zimmer skin graft mesher metal guard is bent, and did not function. No add'l clinical info was available regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/09/1996 and was last repaired on (B)(6) 1999 for a non-related issue. Eval of the device verified the comb to be damaged. The right end of the roller was gnarled and galled and the gear was warped. The latching pins were also noticed to be too loose and would not lock. Prior to repair, calibration and sample graft could not be performed due to the damaged comb. The cause is most likely due to the user not maintenance the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.